Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I go in tomorrow (hysterectomy or tubes removed)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I go in tomorrow (hysterectomy or tubes removed)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and abdominal pain ("its toughest when my tummy hurts"). The patient was treated with surgery. At the time of the report, the medical device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain and medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2017-184247 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc(product technical complaint) incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I go in tomorrow (hysterectomy or tubes removed)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and abdominal pain ("its toughest when my tummy hurts"). The patient was treated with surgery. At the time of the report, the medical device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain and medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received:new reporters, new event abdominal pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('its toughest when my tummy hurts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("shoulder pain"), gastrointestinal disorder ("slight bowel issues") and flatulence ("gas"). The patient was treated with surgery (lapro hystorectomy uterus, cervix and fallopian tubes). Essure was removed. At the time of the report, the abdominal pain, musculoskeletal pain, gastrointestinal disorder and flatulence outcome was unknown. The reporter considered abdominal pain, flatulence, gastrointestinal disorder and musculoskeletal pain to be related to essure. The reporter commented: she was taking metal detox pills daily. Concerning the injuries reported in this case, the following one were reported from social media report : shoulder pain, slight bowel issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received: event abdominal pain was made incident. New events added: shoulder pain, slight bowel issues and gas. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('its toughest when my tummy hurts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("shoulder pain"), gastrointestinal disorder ("slight bowel issues"), flatulence ("gas"), bladder pain ("bladder ache and hurt"), acne ("pimples on chest and back"), feeling abnormal ("brain fog") and arthralgia ("joint pain"). The patient was treated with surgery (lapro hysterectomy uterus, cervix and fallopian tubes). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, musculoskeletal pain, gastrointestinal disorder, flatulence, bladder pain, feeling abnormal and arthralgia outcome was unknown. The reporter provided no causality assessment for acne with essure. The reporter considered abdominal pain, arthralgia, bladder pain, feeling abnormal, flatulence, gastrointestinal disorder and musculoskeletal pain to be related to essure. The reporter commented: she was taking metal detox pills daily. Concerning the injuries reported in this case, the following one were reported from social media report : shoulder pain, slight bowel issues, bladder ache and hurt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events joint pain and brain fog were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('its toughest when my tummy hurts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("shoulder pain"), gastrointestinal disorder ("slight bowel issues"), flatulence ("gas") and bladder pain ("bladder ache and hurt"). The patient was treated with surgery (lapro hystorectomy uterus, cervix and fallopian tubes). Essure was removed. At the time of the report, the abdominal pain, musculoskeletal pain, gastrointestinal disorder, flatulence and bladder pain outcome was unknown. The reporter considered abdominal pain, flatulence, gastrointestinal disorder and musculoskeletal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: she was taking metal detox pills daily. Concerning the injuries reported in this case, the following one were reported from social media report : shoulder pain, slight bowel issues, bladder ache and hurt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event bladder pain added. On 20-mar-2020: social media content received: reporter added. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('its toughest when my tummy hurts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("shoulder pain"), gastrointestinal disorder ("slight bowel issues"), flatulence ("gas"), bladder pain ("bladder ache and hurt") and acne ("pimples on chest and back"). The patient was treated with surgery (lapro hystorectomy uterus, cervix and fallopian tubes). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, musculoskeletal pain, gastrointestinal disorder, flatulence and bladder pain outcome was unknown. The reporter provided no causality assessment for acne with essure. The reporter considered abdominal pain, bladder pain, flatulence, gastrointestinal disorder and musculoskeletal pain to be related to essure. The reporter commented: she was taking metal detox pills daily. Concerning the injuries reported in this case, the following one were reported from social media report : shoulder pain, slight bowel issues, bladder ache and hurt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report was received: new event 'pimples on chest and back' was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.